Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the promus IFU, is a known adverse event associated with coronary stent dissection can be influenced by several factors lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Pre-dilate the lesion with a ptca catheter." Reportedly no pre-dilatation was performed. It is possible that the direct stenting may have contributed to the dissection, however, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via a trial, that after direct stenting with the 2.5 x 23 mm promus, a dissection was observed proximal to the target lesion. A 3.0 x 28 mm promus was placed to treat the dissection. The patient was discharged in 2008, with no other events reported. No additional event or patient information is available. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.